Event description:
(B)(4). I received essure in the spring of 2014. At first, I thought all was well. Each year and a few calls in between that I have been for my well woman exam ,I have mentioned the excessive bleeding during periods and the horrendous cramping. My doctor told me I must be one of the small percentage that has side effects. The same as if I would have had my tubes tied. I am not convinced the side effects would have been the same. Since having essure, I have been diagnosed with numerous other health issues. Hypothyroidism, hashimoto's, sleep apnea, narcolepsy, and arthritis just to name a few. I have fatigue like you wouldn't believe. It's even a running joke in my family because I always want to take a nap. I have no energy. I used to remember everything on the top of my head. I now have brain fog and have become very forgetful. Having been to several doctors and no one has linked all these symptoms together, each doctor only wants to treat what their specialty is. I started going to a chiropractor recently to try to help some with the back pain and during one of our conversations, essure had come up. The chiropractor stopped dead in her tracks and just looked at me. She asked if I had heard of all the controversy concerning essure. At that time, I had not. She told me to go do some research. Once I did, I was stopped in my tracks. All the symptoms add up to the way I feel. I finally see where there may be some hope to getting my life back, if I can get the essure removed. I am convinced after much research that essure is the main cause of majority of my problems and that is why individual doctors have not connected the dots. None of the medicines have worked to control the other issues mentioned earlier and I believe this is due to those issues being a cause of something else.... Essure. I would urge anyone looking into getting essure to seriously think about the side effects. If I had to do it all over again, there is no way I would choose essure knowing what I know and feel now. In my opinion, essure is compromising the lives of many women and their families are suffering as a result as well.